Manufacturer narrative:
It was reported that a patient nearly slipped off the table when in steep trendelenburg, due to the velcro allegedly coming off from the table. They transferred the patient to another table to finish the procedure. They reported that the velcro came off of the table itself. A stryker field service technician and a quality engineer both investigated the issue. There were no issues found with the device. There was no injury or adverse event reported. Stryker concludes that this issue was a result of user error.

Event description:
It was reported that a patient nearly slipped off the table when in steep trendelenburg, due to the velcro allegedly coming off from the table. They transferred the patient to another table to finish the procedure. They reported that the velcro came off of the table itself. There was no injury or adverse event reported.